Event description:
During a sigmoid colon procedure, the colon was mobilized and then the disk tore. Case completed with another device of the same product code. No pt consequence. No device returning.